Manufacturer narrative:
A ge service representative performed an on site investigation. The described problems could not be duplicated. Advised the customer that a facility power sag may have caused the reported issues. Customer is moving ot a new facility and no further action was requested. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the images on the 9800 system were real dark and the workstation was producing a high pitched noise. The noise went away after the system was shut down and replugged in. There was no report of pt injury.